Event description:
Clinical narrative: an impella cp was inserted via the axillary artery to support the 69 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was supported by a vent for respiratory needs. The underlying medical history was not shared. On day 2 of the support while they were awaiting transfer to the tertiary medical center they observed an access site bleed. The gauze around the pump was saturated but, no blood products or intervention was performed and hemostasis was not achieved. They only readjusted the pump position to remedy the bleed. The pump was explanted at the tertiary center the patient transferred to. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient has survived.

Manufacturer narrative:
The device has been removed and disposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.